Event description:
It was reported a critical alarm occurred due to a motor stall and the logs were checked. As a result the pump was explanted (B)(6) 2014 and replaced. The cause of the issue was undetermined and without explainable reason. The patient¿s status at the time of this report was ¿alive- no injury.¿ it was also reported the patient experienced back pain associated with the event. The pump was being used to deliver fentanyl, bupivacaine, and baclofen. It was further reported the pump had been sent back and it was unknown how the patient was doing now. The pump logs were examined on (B)(6) 2014 and showed a motor stall occurred on (B)(6) 2014 at 04:25 and recovered on (B)(6) 2014 at 07:38. The logs also indicated a second motor stall occurred on (B)(6) 2014 at 13:07 and a motor stall recovery occurred (B)(6) 2014 at 15:33. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found pump motor gear train anomaly, corrosion and-or wear and-or lubrication. Analysis found pump motor gear train anomaly, stall due to shaft bearing. Analysis found pump miscellaneous alarm anomaly, undetermined cause.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed. The previously reported motor gear train anomalies still apply. The previously reported result and conclusion codes no longer apply to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.